Manufacturer narrative:
Device analysis complete. No device failure detected, within specification.

Event description:
The MFR received the stimulator device for analysis with no info. The MFR contacted the hcp for further info. The hcp attempted to contact the pt and learned the pt has been deceased for over two years. They were not aware of any autopsy that had been done. Further info on date or cause of death was not possible.